Manufacturer narrative:
(B)(4). Method: the device will not be returned for an analysis. The lot number was received and a review of the device history record (DHR) was conducted for the lot number reported. Results: a DHR review of the reported lot was conducted. According with the results the production lot met all manufacturing and quality specifications. As no device was available for an evaluation, no device testing methods were performed and results cannot be obtained. Conclusions: the device was not returned to (B)(4) for an evaluation, therefore we are unable to determine a cause for the reported event. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Device not returned for evaluation.

Event description:
Fill volume: asku. Flow rate: asku. Procedure: asku. Cathplace: asku. It was reported on (B)(6) 2015 by the pharmacist that an infusion ended approximately 5 hours earlier than expected. No patient injury nor medical intervention was reported. The patient was hospitalized; the reason for admission is unknown at this time. The device is not available for return.